Event description:
Correction to information provided in the initial report: the reported issue (foreign material) was found during device evaluation. The issue was not observed during a procedure, as was previously reported in the initial medwatch report.

Manufacturer narrative:
This supplemental report is being submitted to correct information that was provided in the initial medwatch report and to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6 and h10. Corrected fields: b5 and g3. Correction to information provided in g3 of the initial medwatch report: the aware date (date received by manufacturer) should have been 07feb2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event reported as "foreign material" was caused by reprocessing could not be conducted properly due to leakage at scope cover, upward/downward angulation control knob and right and left angulation control knob. The event can be detected/prevented by following the instructions for use which state: IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the following: due to a crack on scope cover, water tightness is lost; due to deformation of upwards, downwards knob, water tightness is lost; due to deformation of right, left knob, water tightness is lost; air, water cylinder has foreign objects; forceps channel port has a dent; air, water cylinder has no color; scope cylinder has no color; control unit has a crack; scope cover unit has corrosion due to water leakage; due to burn on distal end cover, insulation resistance value at distal end does not meet the standard value; jet tube has foreign objects; air/water tube has foreign objects; distal end cover has a dent; adhesive around objective lens has corrosion; light guide lens has a crack; adhesive around light guide lens has corrosion; connecting tube has a wrinkle; universal cord has a wrinkle; and universal cord has coating peeling. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope jet tube, air, water cylinder and air, water tube had foreign material. The issue occurred during an the procedure, and the procedure was diagnostic. There were no reports of patient harm.